Event description:
Caller reported that the ibc dropped to 5% in a short period of time earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Cts was informed, and the caller was able to upload pump data for further investigation and follow-up.